Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during the basic occlusion test and was unable to prime during the prime test due to having a protruded/loose drive support disk. The device was received with minor scratched lcd window and broken reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system and insulin was squirting out of the tubing during manual prime. The customer stated he was unable to exit the preparing to prime loop. The customer confirmed that the insulin pump was not bumped or dropped and the drive support cap appeared normal. Blood glucose value was 157 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.